Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe sample was received and a visual assessment of the returned sample had excess adhesive in the nitinol-cannula junction. Further evaluation found the sample did not meet product specifications. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe was not able to be inserted into the trocar prior to a vitrectomy procedure.